Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a concomitant aortic root repair, maze procedure, and an aortic valve replacement were performed where this 21 mm sjm trifecta valve was implanted. Over the past year, the patient developed more prominent exertional dyspnea. On (B)(6) 2015, echocardiography revealed severe prosthetic aortic valve stenosis with an elevated gradient. On (B)(6) 2016, a right and left heart catheterization confirmed the elevated gradient and stenosis and showed evidence of mild to moderate aortic insufficiency. On (B)(6) 2016, the valve was explanted and a 21 mm valve from another manufacturer was implanted. Findings during the explant procedure revealed the trifecta valve had scarred, retracted calcified cusps.